Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d1, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6b, g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿a scar excising incision was made. The hernia sac was dissected out. A ventralex mesh was placed into the umbilical region and secure it with sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with chronic periumbilical pain, adhesion, recurrent umbilical hernia, scar tissue thereby underwent open repair with explant of ventralex mesh and primary hernia repair. Per operative notes, ¿a curvilinear incision was made over the prior incision. There were lots of scar tissues, which were taken down. Dense adhesions were identified, which were excised entirely. Previously placed mesh was identified which were excised. The defect was closed with sutures primarily.¿